Event description:
It was reported that the symptomatic patient presented to the emergency room in (B)(6) 2017 due to phrenic nerve stimulation, chest pain and atrial fibrillation. A chest x-ray was performed. It appeared that the right ventricular lead had perforated the right ventricle. Further investigation revealed that the patient was experiencing the phrenic nerve stimulation during auto mode switch episodes. The device was reprogrammed to alleviate the nerve stimulation. The patient presented in clinic on (B)(6) 2017. Upon interrogation of the device, loss of capture was observed. The physician reviewed the x-ray taken in the emergency room and confirmed the perforation. No additional information was provided.

Event description:
New information noted that the lead exhibited rising thresholds.

Event description:
New information noted that the right ventricular lead was capped and replaced during a procedure to upgrade their device on (B)(6) 2017. The patient was discharged the next day.